Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system (was). Blood was on the device. The hub, shaft, and tip were examined. There were multiple kinks along the shaft of the device. The shaft was kinked 4 to 7 cm from the tip of the was. The tip of the was folded in on itself there appeared to be anchor damage. The inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01193. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the chicken wing shaped laa and a 33mm watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed, but did not meet release criteria. When attempting to recapture it, the shoulders of the device were contained in the sheath, but the feet could not be re-sheathed completely. The entire system then removed from the patient. Upon removal, it was noted there were several kinks along the sheath as well as at the distal marker where the feet still remained exposed. A second attempt was then made with a double curve was and another 33mm wds; however, the closure device was unable to be positioned successfully. The devices were removed and the case was aborted. There were no patient complications reported. The patient remained stable throughout this procedure.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01193. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the chicken wing shaped laa and a 33 mm watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed, but did not meet release criteria. When attempting to recapture it, the shoulders of the device were contained in the sheath, but the feet could not be re-sheathed completely. The entire system then removed from the patient. Upon removal, it was noted there were several kinks along the sheath as well as at the distal marker where the feet still remained exposed. A second attempt was then made with a double curve was and another 33 mm wds; however, the closure device was unable to be positioned successfully. The devices were removed and the case was aborted. There were no patient complications reported. The patient remained stable throughout this procedure.